Event description:
Healthcare professional additionally reported "capsule calcified", "implant crumbled", and "small amount of milky fluid in it."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional, corrected, and/or changed data: b.5, d.10, h.6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and creases. Leak test and microscopic analysis was performed which identified: more than three openings striated and nicks striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.